Manufacturer narrative:
Initial and final MDR (B)(4) - device 4 of 6.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced six crimped cannula events (B)(6) 2025. The issues occurred with six similar types of infusion sets used for more than three hours. The symptoms were noticed three or more hours after insertion. The blood glucose levels of the patient was 450 mg/dl which was treated with correction bolus via pump. The customer replaced infusion set and resumed insulin deliveries successfully. No further information available.